Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the o2 gas module were replaced and returned for further investigation. Simulated use test of the received air gas module and o2 gas module has not reproduced the described customer issue. The review of the returned device logs confirms the reported issue with alarms for high oxygen concentration during ventilation. Since we could trace back the reported problem to august 24, the date of event was determined to be (B)(6) 2021. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.